Event description:
It was reported that the patient never had therapeutic effect, that the pump wasn¿t working. The device was empty; the reporter did not know what medication had been in the pump. It was not reported how long the device had been empty. Additional information received reported that there was nothing wrong with the device ever but the patient consistently said she was unhappy with it. The last time she was seen was (B)(6) 2012 to discuss removing the pump. It was recommended that they should start titrating down the medication in the device to prepare for explant. The patient never returned and the healthcare provider assumed she found a new pain doctor. The reporter said no one ever called or faxed the clinic requesting records. The reporter refused to provide medication information stating that the patient was no longer their patient. The reporter had no further information to provide. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).